Event description:
It was reported that one day post implant, the right ventricular (rv) lead was dislodged from the implant position on the rv septum. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.